Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's right atrial lead was found to have over-sensing of noise, resulting in inappropriate automatic mode switch. Intervention was recommended, but no intervention was reported. The patient was in unknown condition.

Manufacturer narrative:
Further information was requested but not received.